Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vascu-guard product did not look as it should. The customer stated the patch had both sides appearing to be rough. This was discovered before use. There was no patient involvement. No additional information is available.